Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient stating the circumstances leading to the intermittent stimulation was programming. Their hcp added another program but it made no difference. The troubleshooting did not resolve the issue.

Event description:
Information was received from a patient's representative regarding a patient (pt) with an implantable neurostimulator (ins). The reason for call was the pt's representative had questions related to stimulation. Pt representative reported that every time after a few minutes or a minute, the stimulation turned off and it took a while before it came back on. The stim turned on and within a minute or less it turned off and then it turns back on. Patient representative said pt was feeling stim on the call. It was intermittent like that from the beginning. Pt representative also reported when implanted pt was not feeling any stim on the left side. Pt saw a manufacturer representative (rep) last monday and the rep set stim up where pt could feel it on the left side. Pt representative said they forgot to tell the rep about the intermittent feeling of stim. Pt was now in group c and got their both legs stimulated. Groups a and b did not do much. Reviewed the way pt felt stim might be related to programming. Redirected to health care provider (hcp). Pt representative said pt is scheduled to see the hcp next week. Pt representative said they will contact the rep.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.